Event description:
It was reported by a customer complaint that the pt had been hospitalized due to a diabetic ketoacidosis. The reporter stated that the pump would not deliver correction boluses and the pt's blood sugar rose to 257 prior to their admission. At the hosp they were then put on IV insulin. While still at the hosp they tried the pump again and bolused a total of 6.35 units. Blood sugar went from 459 and one hour later to 480 (using hosp meter). The device will be returned for eval, to ensure that it is functioning correctly and did not contribute to the reported incidence.